Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill / low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have low fill volume. We have just started a project with these collection tubes (both 4ml and 8ml) and have noticed (as mentioned in the user guide) that low fill volumes will have a negative impact on pbmc recovery. On average, partially filled tubes are yielding fewer cells.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill / low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have low fill volume. We have just started a project with these collection tubes (both 4ml and 8ml) and have noticed (as mentioned in the user guide) that low fill volumes will have a negative impact on pbmc recovery. On average, partially filled tubes are yielding fewer cells.